Manufacturer narrative:
(B)(4). Batch # m5539l . The analysis results found that the ntlc75 instrument was received not sterile with the firing knob detached and the upper slip block and cartridge channel post were noted broken. It is possible that the damaged was due to an improper handling of the device. In addition damage was not noted on the tyvek or blister, which lead that the damage was caused once the devices were out of the sterile package. No functionality test was performed due to the condition of the instrument. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a right colectomy procedure during set up of procedure, the device was found to have the firing knob detached and also had two pieces of gray plastic in the package. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Tracking # (B)(4).